Event description:
The facility representative reported an infuso.r. Pump with a condition of will not pump propofol. The process step is unknown. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "will not pump propofol" was not confirmed and not reproduced. The root cause was not confirmed and there were no repairs made to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.